Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later explanted and returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that during the implant procedure for this implantable cardioverter defibrillator (ICD), after the device was implanted and when closing the pocket, no p waves could be measured and there were out of range atrial impedances of greater than 3,000 ohms. It was noted that all measurements appeared normal during implant. Technical services (ts) discussed that likely the setscrew was not fully tightened, and it was up to the physician to decide how to address. Ts discussed programming options if the physician chose to continue monitoring. Farfield oversensing was also noted on the atrial channel of ventricular events. Additional information was provided that the device was programmed to vvir mode due to the patient being in chronic atrial fibrillation, thus the physician left the device programming this way and daily measurements for the atrial lead as well as atrial discriminators were turned off. At that time, there was no revision procedure planned. No adverse patient effects were reported.